Event description:
Patient was diagnosed with diffuse lamellar keratitis (dlk) on the right eye. Date of surgery was on (B)(6) 2013. No loss of best corrected visual acuity. A flap re-lift was performed on (B)(6) 2013.

Manufacturer narrative:
Site states that since (B)(6) 2012, six patients have presented with postoperative dlk. The site also had ongoing dlk issues prior to the intralase installation in 2011. Amo's clinical development manager (cdm) had a discussion with the site staff to discuss the dlk issues and review if there were any changes to their lasik protocol since (B)(6) 2012. The common thread for the dlk patients was that they were either the first or second patient of the day which lead the cdm to discuss instrument sterilization. The site claims that they scrub instruments, use ultrasound, then run them through the autoclave. First cases of the day used trays which were wrapped and flashed from their last day of surgery, however, the site is now flashing instruments prior to every case. The site recently stopped using citriguard since they started using it in (B)(6) 2012, which is the same time dlk became an issue. They use biogel gloves and have switched to single use tetracaine along with new surgical markers, viscot instead of devon. The autoclave was checked, the ultrasonic cleaner was cleaned with acetone and the techs are gloving toggles and keypads on the wavelight during surgery. They also plan to have air vents and high-efficiency particulate air (hepa) filters checked. Pre-op drop regimen is as follows: vigamox qid both eyes (ou) two days prior to surgery and bromday one drop ou upon arrival on surgery day. Post-op regimen: pred forte- one drop ou at 6pm, 8pm and 10pm. Add vigamox the day after and alternate pred forte and vigamox every 2 hrs from 8am to 10pm x 7 days. Systane-prn for dryness. The doctor performed lasik on two patients and no evidence of dlk. Cdm determined that the dlk is a non laser related issue. Placeholder.